Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature to unipolar configuration. Review of the presenting electrogram (egm) showed an atrial arrhythmia in progress with possible noise signals noted. Additionally, review of stored rhythmiq episodes showed loss of capture (loc). Technical services (ts) recommended further review with a programmer. The company representative indicated that the patient was scheduled for in clinic follow up on a future date and would be reviewed at that time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. It was reported that the patient was seen for in clinic follow up. No noise was produced with provocation maneuvers, although some shoulder movement produced a small amount of noise in unipolar configuration. Capture threshold was difficult to measurement, however, appeared to suggest threshold measurements were 2.7 volts at 1.0 milliseconds (ms). The root cause of the out of range pacing impedance measurements was not determined. The physician opted to increase outputs and reprogrammed sensitivity and will continue monitoring. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature to unipolar configuration. Review of the presenting electrogram (egm) showed an atrial arrhythmia in progress with possible noise signals noted. Additionally, review of stored rhythmiq episodes showed loss of capture (loc). Technical services (ts) recommended further review with a programmer. The company representative indicated that the patient was scheduled for in clinic follow up on a future date and would be reviewed at that time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature to unipolar configuration. Review of the presenting electrogram (egm) showed an atrial arrhythmia in progress with possible noise signals noted. Additionally, review of stored rhythmiq episodes showed loss of capture (loc). Technical services (ts) recommended further review with a programmer. The company representative indicated that the patient was scheduled for in clinic follow up on a future date and would be reviewed at that time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. It was reported that the patient was seen for in clinic follow up. No noise was produced with provocation maneuvers, although some shoulder movement produced a small amount of noise in unipolar configuration. Capture threshold was difficult to measurement, however, appeared to suggest threshold measurements were 2.7 volts at 1.0 milliseconds (ms). The root cause of the out of range pacing impedance measurements was not determined. The physician opted to increase outputs and reprogrammed sensitivity and will continue monitoring. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that surgical intervention was undertaken as a result of the previous reported clinical observations. A new pacemaker system was implanted on the opposite side (right side). This ra lead, right ventricular (rv) lead and associated pacemaker were electrically abandoned on the left side. No additional adverse patient effects were reported. This lead remains implanted. If pertinent information is provided in the future, a supplemental report will be submitted.